Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick stayed on when he turned it off. Joystick turned itself on when charging....once.